Event description:
At implant, while tunneling with a codman tunneler, the patient experienced significant bleeding. Physician applied pressure. Upon completion of the procedure, a hematoma developed at the neck incision site. Physician re-opened the neck incision, drained the hematoma, tied off vessels, applied cautery, and reapplied pressure to stop the bleeding. This resolved the issue.